Manufacturer narrative:
Investigation of the subject returned device is not completed, the conclusion is not available yet.

Event description:
Reportedly, a premature battery depletion is suspected.

Manufacturer narrative:
The device was implanted on (B)(6) 2018 and explanted for rrt on (B)(6) 2024. The device remained implanted for 74, 9 months (6,2 years). The provided follow-up data was analyzed, and the estimation of the longevity was performed. Based on the solely provided follow-up data, and taking into account 61% atrial pacing, and 100% ventricular pacing percentage and both pacing output at 3.5v/0.35ms since the subject device implantation (worst case scenario), the expected overall longevity is estimated at ¿ 77, 4 months. The implantation duration was 74, 9 months which is higher than 75% of the estimated overall longevity (75% of 77, 3 months = 58, 0 months). Based on hrs guidelines, no premature battery depletion is suspected. Upon reception, the subject return device paces, detects and consumes correctly and electrical tests were normal. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. No further issue is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a premature battery depletion is suspected.